Event description:
It was reported that the bd alaris¿ extension set had issues with blood backflow during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pt was due for a line change. Pt had new quad fuse with drips, under sterile technique drip line was exchanged. Noted that white lumen which had drips infusing had backed up with blood."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
Investigation summary one sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was connected to a syringe, the male luer was attached to a bd extension set and flushed through all the smartsites. No observation of leakage was seen. The customer complaint that the patient receiving an infusion had blood backflow into the line that also leaked could not be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ extension set had issues with blood backflow during the infusion. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: "pt was due for a line change. Pt had new quad fuse with drips, under sterile technique drip line was exchanged. Noted that white lumen which had drips infusing had backed up with blood."